Event description:
User facility has reported that the system 5000 "self activates".

Manufacturer narrative:
Upon retroactive review of this complaint file, it was determined that this was an MDR reportable event. The MDR is being filed immediately upon this discovery.